Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's implantable pulse generator was explanted and replaced. Reportedly, the device battery was depleted and the patient lost therapy. Stimulation therapy was restored postoperatively.